Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus and cursor were not aligning. It was indicated that the printed circuit board (pcb) and overlay connection required cleaning and reseating. It was also indicated that the right antenna failed functional testing and that the case handle was broken. These parts were replaced and the programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was failing to reflect where the stylus pen pointed. While the physician wanted to turn on magnetic resonance imaging (MRI) surescan function of the patient¿s pacemaker, the stylus pen had mismatch to the mouse on the screen and failed to activate the function. The programmer was returned for repair. No patient complications have been reported as a result of this event.